Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have been returned to the manufacturer for evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that while outside of a procedure the gantry door on the imaging system is not opening smoothly. The door opens in a jerking/abrupt fashion. There was no patient present when this issue was observed.